Manufacturer narrative:
Device is pending receipt by manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that prior to any use, the device had poor/dull lighting. No negative impact in state of health reported.

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: during the manufacturer's technical inspection, the error description provided by the customer "poor/dull lighting " was confirmed. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes moisture to penetrate the blade, which affects electronics, and dims light. This event is filed under internal complaint ID (B)(4).